Manufacturer narrative:
This information is based entirely on journal literature. The event occurred in the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The reference to patient deaths does not contain any further explanation. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: prevalence and outcomes of patients receiving implantable cardioverter-defibrillators for primary prevention not based on guidelines. American journal of cardiology. 2015;115(11):1539-1544. (B)(4).

Event description:
A journal article was reviewed which contained information regarding patients and their implantable cardioverter defibrillators (ICD). The article reported patient deaths and inappropriate therapies within the context of the report. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. Additional information has been requested, but this and any cause of death has not yet been received. No further patient complications have been reported as a result of this event.